Manufacturer narrative:
The sample was not returned for investigation, and a lot number was not provided; therefore, a device history record review could not be completed and the complaint could not be confirmed. Based on the description provided by the customer, the unit was damaged when it was dropped from a table onto the floor. It is unknown where, on the unit, the damage occurred. The oxygenator, neck and hardshell reservoir are hard plastic and could possibly break when dropped or shocked in an excessive manner. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the oxygenator cracked when it dropped from the table to the floor. No patient involvement as this occurred during setup. Product was not used. Surgery was completed successfully.